Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The pt's vessels were small diameter, very frail and extremely thin and therefore; were difficult to access, it was reported that during the insertion of the dilator and another manufacturer's balloon dissected the common femoral artery extending to the right external iliac artery. This was repaired with ballooning and placement of an iliac extension cuff. The pt was sent to recovery in satisfactory condition. It was reported that the next day the pt was brought back to the operating room for bowel resection. No additional clinical sequelae were reported and the pt is fine.